Manufacturer narrative:
Additional information was received stating elevated threshold measurements and no capture was were also noted on the right ventricular (rv) channel.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this system, pacing impedance measurements were 2300 ohms on the right ventricular (rv) channel. Measurements had increased to greater than 3000 ohms the following day. No noise was observed and sensing and threshold measurements were within normal limits. A chest x-ray and fluoroscopy were performed and did not identify any lead or device anomalies. A follow up visit was completed two weeks later and the impedance measurements were back down to 2200 ohms. A revision procedure was subsequently performed and the rv lead was removed from service and replaced. No additional adverse patient effects were reported.